Manufacturer narrative:
The subject device was evaluated at olympus (B)(4). Olympus china checked the subject device and it was found the screw fell off and was into the subject device. Since the subject device was not returned to omsc, it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus (B)(4), omsc concluded there was the possibility this phenomenon was attributed to the user handling of the device, or wear or deterioration. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that there was abnormal sound in the subject device at the unspecified timing. During the incoming inspection for the repair at olympus (B)(4), it was found that the screw fell and was inside the subject device. There was no patient injury associated with this report.